Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of baclofen at 100 mcg/day via an implantable pump for intractable spasticity. It was reported the patient¿s pump was empty. The rep reported the device was interrogated and the interrogation said ¿68 days passed since the refill date." It was confirmed that therapy was not intentionally discontinued. The rep stated that the healthcare provider (hcp) was unsure if the patient would continue using the pump because while she was out of medication, she was not having any symptoms. It was unknown when the event occurred (although, as mentioned above, the interrogation indicated it had been 68 days since the refill date). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the event was reported to them by a healthcare provider. The cause of the empty pump was unknown. No further actions had been taken. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Regarding the cause of the empty pump, the hcp stated the patient did not make the appointment for their refill after their last replacement in (B)(6) 2017. The patient saw a neurologist in (B)(6) and did not make an appointment for may or monitor for refill. The patient came in for their six month appointment instead. The alarm was going off. The patient did not know it was her. It was indicated this had happened one time previously (please see MFR report # 3004209178-2014-22494). No adverse side effects or withdrawal was noted. There was no change in spasticity. The hcp had the patient come back the following week and the hcp was able to refill the pump. The hcp planned to have the patient come back in one month to check the expected and actual reservoir volumes to make sure the device was working appropriately. No weight was available. The doctor had stressed the importance that the patient keep track of time needed until refills. It was noted the patient was in an electric wheelchair.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Regarding the report that the patient had not heard their pump alarming, the hcp indicated there was no device issue, it was likely a patient related issue. It was indicated the device had not been interrogated with the new clinician programmer tablet and therapy application. The hcp stated the patient did not recognize the alarm as an alarm. The hcp reported the patient got confused as they usually see their neurologist and managing pump doctor the same day but there was a schedule change and the patient just saw the neurologist, and the patient did not set an appointment for the pump refill.